Event description:
It was reported that during a plain old balloon angioplasty (poba) treatment procedure, a shaft break occurred. The 85% stenosed lesion was located in the left tibial artery. During advancement of a 20mm x 2.0mm maverick2 balloon catheter the shaft of the device snapped in half. The location of the break is approximately 8-10 inches distal to the hub. The break occurred outside of the patient's body while the physician was advancing the device. The balloon catheter was removed and the procedure was completed with a 2.5x20mm balloon catheter. No patient complications were reported. The patient's status is ok.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).